Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery and the load sequence. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.